Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and a new issue was observed during control solution testing. Further investigation was performed and the meter's strip port was disassembled. Contamination of blood was found in the meter's strip port. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A health care professional reported receiving erratic readings on their adc blood glucose monitor. Caller reported receiving readings of 26.3 mmol/l and 6.5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed. This additionally serves as a correction report. On the 30-day initial report was incorrectly selected as 'no'. Section has been updated appropriately to reflect reporter is a health professional.